Event description:
Additional information received reported that the patient cancelled her appointment and had not been rescheduled as of the day of the report.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery had shifted in the pocket during the healing phase and was sitting at an angle which allowed for no coupling between the recharger and the battery. Troubleshooting and diagnostics were reported as the manufacturer¿s representative had spent time trying to get coupling bars on the recharger unit and, based on the feel of the battery in the pocket, the physician assistance and doctor felt that it needed to be revised. The ins battery pocket was to be revised at a date to-be-determined to allow for better coupling. It was noted that the patient did experience discomfort at the device pocket site. The patient status at the time of the report was noted as ¿alive no injury¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient¿s follow-up appointment was rescheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4) product type: programmer, patient. Product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2014, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient¿s battery was repositioned. It was noted the patient had an appointment scheduled for (B)(6) 2014.